Event description:
The device was used during a high anterior resection procedure. Reportedly, the instrument did not cut. The surgeon resected the uncut tissue with shears to complete the procedure. The hosp has reported no pt injury occurred.